Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, as a result it was surgically abandoned during a device replacement. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.